Event description:
Pt called alleging that the meter power's off during use. Pt did not experience any symptoms at the time of testing. Pt contacted md for medical advice and treatment was documented as "other". Last time pt tested was about 1.5 weeks ago. The batteries are correctly installed and were replaced less than a year. Meter shuts off before the time is up. Customer service was unable to resolve the issue and sent pt a new meter.